Event description:
The customer alleged that there was staining from their scopes after processing. The customer reported that the scopes were not used on patients. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at customer's site. The fse found that the customer was not using enzol as an enzymatic cleaner for the unit. The fse found that the water pressure was out of spec. At times it would go to 100 psi, the maximum should be 80. Other than that, the unit tested good and meets manufacturer's specifications. Upon follow up, the fse stated, "the source of the staining is still unknown. The unknown enzymatic cleaner could have caused the issue. The out of spec water pressure did not cause the staining issue. I do not know if the customer is still having this issue." The customer did not respond to asp's attempts in retrieving more information about the event.